Event description:
During a clinic follow-up, inadequate high-voltage (hv) output was delivered by the device for ventricular tachycardia (vt) episodes. The arrhythmia was self-terminated and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.